Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department due to dizziness. It was determined that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead experienced atrial undersensing. The rv and ra leads remains in use. No patient complications have been reported as a result of this event.